Event description:
It was reported that the patient was hospitalized with high blood glucose of 60 mmol/l. Troubleshooting revealed that the driver arms on the unit were no longer moving forward, and the patient did not know that insulin was not being delivered. The unit was programmed correctly, and no alarms were received. The unit was unable to deliver a bolus due to the issue with the driver arms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.